Manufacturer narrative:
Product analysis device returned with filter basket loaded into recovery catheter with biologics present kinking to delivery catheter including at primary guidewire exit port bend to capture wire (image 8). Capture wire intact at score point destructive testing necessary to remove filter basket from recovery catheter due to biologics. Filter basket notably deformed ( floppy tip detached entirely, not returned with device analysis can confirm the detachment of the spider fx device floppy tip. Capture wire was found to be bent but not fractured. Additional information the capture wire (spider fx) did not fully detach. It fractured but two segments are still connected together medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the spider fx embolic protection device for treatment of a soft tissue lesion in the patients common carotid artery, the physician identified that the capture guidewire had fractured. The vessel was pre-dilated, and instructions for use were followed. A larger catheter was used to retrieve the embolic protection device, after which the guidewire fracture was confirmed. The device was replaced with the same model spider fx embolic protection device to complete the procedure. No patient complications have been reported as a result of this event.